Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer cleared the alarm and reported that the pump supplies would be changed. No reported impact to the customer¿s blood glucose level.